Event description:
Customer reported the panorama central station froze, which may have resulted in loss of telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative cleared system's error logs and advised the customer to readjust configurations.